Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the cheeks with one syringe of juvéderm voluma® xc and concomitantly had pdo threads placed. About a month later, patient began experiencing nodules that were confirmed to be granulomas in a biopsy. Over a year after injections, the treating, healthcare professional began treating the event with prednisone, steroid injections (triple threat injection), hylenex, and hyaluronidase. The symptoms reportedly went away but ultimately returned and are "not improving". Symptoms ongoing.